Manufacturer narrative:
No serious injury at this time.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges that the patient sustained personal injury as a result of the implantation of a defective knee device. Doe: (B)(6) 2013; unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6 (device code). Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention, medical device removal.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 7 nov 2019. The patient underwent a right knee revision due to pain, effusion, synovitis, osteolysis, and tibial tray malpositioning and loosening at the cement to implant interface. The patella component was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2013 dor: (B)(6) 2017 right knee.